Event description:
It was reported that this atrial lead was an attempted implant. Placement difficulty was experienced and the target position could not be reached. The pacing impedance measurement was close to 3000 ohms and pacing therapy was not observed. Therefore, a new lead was requested and normal parameters were obtained. The boston scientific replacement lead was successfully implanted. The bsc attempted lead is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.